Event description:
Presumptive intra-aortic balloon counter pulsation device secondary yo presumptive balloon catheter rupture with cardiogenic shock & hypotension. Blood in balloon itself. Had been placed approx. 48 degrees prior & functioned normally until 6pm on 10/10/1999. Pt was intubated prior to event-during 30 min period that right sided intra-aortic balloon was unable to be accessed with guide wire through it's lumen the pt experienced mild hypotension which was controlled. With intermittent neosynephrine bolus then drip. Rn staff had noted rt lower extremity cool. Poor pulse prior to rupture(indicate that there was some occlusion of lower extremity flow on right.